Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due high and out-of-range impedances. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured 41 cm distal to the is4 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, a damaged insulation was found between 20 and 27.5 cm distal to the is4 connector pin, which probably occurred during the extraction procedure. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due high and out-of-range impedances. Should additional information be received, this file will be updated.